Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test and alarmed motor error during the basic occlusion test as a result of a faulty force sensor. Further testing was not performed due to the prime anomaly.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 540mg/dl. The customer stated that the insulin pump alarmed motor error once. The customer stated that she noticed the motor does not always stop or slow down when she runs a manual prime, and the insulin was squirting out. No further info was provided.